Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient's programmer also reflected a communication error. The patient stated she had not recharged the ipg since (B)(6) 2016. The patient had been without stimulation for approximately 1.5 months. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly effective therapy resumed following the procedure.